Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported, in an article, that a patient underwent a total vaginal hysterectomy and a procedure to treat pelvic organ prolapse, on (B)(6) 2011 and mesh was implanted. The patient developed anatomic recurrence of prolapse at 13 months post procedure and was treated with topical estrogen ointment and subsequent mesh removal. Mesh exposure occurred on the anterior vaginal wall and the middle and lower 1/3 of the posterior wall. The patient's condition is reported as fine with the exception of no sexual life. Additional information was not provided.